Event description:
It was reported that a deflation failure and stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). The physician was attempting a crush stenting technique via a non bsc 6fr guide catheter using two promus premier¿ drug eluting stents; a 2.5x24mm and a 3.0x38mm. He felt resistance while advancing and decided to withdraw both devices. He inspected the catheter of the 3.0x38mm promus premier and the shaft was a little bit kinked. He then positioned the 2.5x24mm in the diagonal branch and performed a mini crush using a balloon in the lad. He decided to deploy the second stent, the 3x38mm in lad. The balloon of the catheter was inflated, but stopped at 10atm and the pressure could not be increased or decreased with the inflation device. The physician decided to withdraw the catheter without attempting to increase the pressure and the stent dislodged from the balloon. Angiography revealed the stent was partly in the circumflex and partly in the left main-aorta. He attempted to remove the stent with a goose neck snare, but was unsuccessful. The patient underwent surgery to remove the stent. No further patient complications were reported and the patient was stable post surgery.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).